Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) review of lot 17361327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. After the puncture, the preface sheath could not be inserted although the dilator could be inserted when the preface sheath was going to be inserted from the femoral. The physician felt that the transition between the dilator and the brite tip was uneven. There was resistance when the preface sheath was trying to be inserted into the patients' body. It was pressed by the dilator by force but the issue continued. Furthermore, it was reported that the sheath of the side-hole part was nearly crushed. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Additional clarification was requested on the issue described in the event description stating the sheath of the side-hole part was nearly crushed. A response was received stating this damage did not result in wires being exposed and there was no detachment. However, no picture could be provided. Therefore, since we are unclear at this time if the integrity of the catheter was compromised, we are taking a conservative approach and assessing this issue as a reportable malfunction. The issue of the transition from the dilator to the sheath being uneven when attempting to be introduced into the femoral vasculature of the patient was assessed as a reportable malfunction as this issue poses a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/28/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. After the puncture, the preface sheath could not be inserted although the dilator could be inserted when the preface sheath was going to be inserted from the femoral. The physician felt that the transition between the dilator and the brite tip was uneven. There was resistance when the preface sheath was trying to be inserted into the patients¿ body. It was pressed by the dilator by force but the issue continued. Furthermore, it was reported that the sheath of the side-hole part was nearly crushed. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Additional clarification was requested on the issue described in the event description stating the sheath of the side-hole part was nearly crushed. A response was received stating this damage did not result in wires being exposed and there was no detachment. However, no picture could be provided. Upon receiving, the preface was visually inspected and a kink was observed at the preface distal end. The outer diameters and inter diameters were measured and were found within specifications. A microscopic analysis was performed and no other anomalies or gaps were found. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a resistance has been verified due to the kink observed. It remains unknown the root cause of the kink observed since the analysis performed does not suggest that the kink observed is related to the manufacturing process. All devices are 100% inspected before leaving the facility.